Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It has been stated that a "safety-s" error occurred on rpm of a hl20. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation and found that on low speed (on start up) the fan was starting and the unit alarmed with a constant tone but no other start-up was observed. Thus the failure could be confirmed. According to service order# (B)(4): the control board has been removed and tested in second roller pump - no fault was observed. Then the control board to this pump has been returned - fault has cleared. All internal connectors have been visually checked - all seated correctly. The unit has been re-assembled and tested on hl20 (b) - no fault observed. Cycled power and revolutions 10 times - no fault observed. Result: the unit is safe for use in a sucker position. Most likely cause is the control board will quote and replace on second visit. On (B)(6) 2017: as confirmed by the field safety technician the customer has not proceeded with the recommended pump control board replacement and the unit has been back in routine service since the event in (B)(6). No further issue since then. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Issue happened during startup of the device. No patient involved. (B)(4).